Event description:
Patient was revised bilaterally to address severe osteolysis, loosening of the cup, and metallosis on the right side, with metallosis and osteolysis on the left side. (Both hips). This is a clinical patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.